Manufacturer narrative:
(B)(4) (indication for use) - (B)(4). The device was not returned for analysis. W/o the device, a thorough analysis could not be completed and no mfg related root cause for the reported experience could be determined. A cuff-miss may occur if the location of the reported access site is not consistent with instructions for use and is considered off label use. Based on the reported info, the most probable root cause for the reported event is related to user error. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The perclose proglide, part # 12673-05, lot # 890196h indicated is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure above the inferior epigastric artery during an interventional procedure. Reportedly, during the use of the first proglide device, a posterior cuff missed occurred. A second proglide device was used and after the knot was advanced, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There were no reported adverse pt sequela. No add'l info has been provided.